Event description:
It was reported that device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No data analysis was provided to date and the device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on b5: describe event or problem and tab a: patient information as additional information indicated that there was no patient involved.

Event description:
It was reported that device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No data analysis was provided to date and the device was never in service. No adverse patient effects were reported. Additional information indicated that device battery voltage was tracking the temperature near or below the labeled storage conditions. The device battery voltage has recovered and has been cleared for implant. There was no patient involvement reported.